Manufacturer narrative:
Date of event is estimated. The event of lead migration was reported to abbott. It was confirmed on x-ray. The patient experienced a change in therapy following a fall. They stated they had a loss of therapy 2 months prior to the revision. The patient underwent a revision where the octrode leads were replaced with a penta paddle lead. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00494. It was reported the patient experienced ineffective stimulation due to the leads migrating following a fall. The issue was confirmed via x-rays. Surgical intervention took place wherein the leads were explanted and replaced. Effective stimulation was restored.